Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01469; 3005168196-2018-01471.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, a lantern became bent as it was being removed from its packaging hoop. The damage to the lantern occurred prior to use and, therefore, the lantern was not used in the procedure. The physician then opened and placed a new lantern in the target location, and successfully deployed and detached multiple ruby coils. The hospital technician then accidently bent the pusher assembly of a ruby coil while loading it into the lantern and, consequently, the pusher assembly of the ruby coil broke into pieces and the embolization coil detached. The physician therefore removed the lantern with the ruby coil inside, and the procedure ended at this point because the existing embolization was sufficient. There was no report of an adverse effect to the patient.